Manufacturer narrative:
The device has not been returned/ received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the patient noticed that the pod was leaking and her blood glucose reached 14 mmol/l (252 mg/dl). When she removed the pod from the insertion site (arm), the patient noted that the pink slide was not visible, indicating a needle mechanism failure. It was also noted that the cannula was kinked. The pod was worn between 24 and 36 hours.